Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("severe bleeding") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. Essure was removed in (B)(6) 2021. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), coagulopathy ("clotting , unable to work several days due to clothing"), anaemia ("anemia") and sepsis ("sepsis"). The patient was treated with surgery (hysterectomy/ endometrial ablation) and non-drug therapy (blood transfusion). At the time of the report, the outcomes for these events were unknown. The reporter considered anaemia, coagulopathy, genital haemorrhage and sepsis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), coagulopathy ("clotting , unable to work several days due to cloting"), anaemia ("anemia") and sepsis ("sepsis"). The patient was treated with blood transfusion and surgery (hysterectomy/ endometrial ablation). Essure was removed in may 2021. At the time of the report, the genital haemorrhage, coagulopathy, anaemia and sepsis outcome was unknown. The reporter considered anaemia, coagulopathy, genital haemorrhage and sepsis to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 627075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 5, endometrial polyp, dysfunctional uterine bleeding, endometriosis and paratubal cyst. Previously administered products included for an unreported indication: depo-provera, medroxyprogesterone and codeine. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), coagulopathy ("clotting , unable to work several days due to clotting"), anaemia ("anemia") and sepsis ("sepsis"). The patient was treated with blood transfusion and surgery (hysterectomy/ endometrial ablation / total laparoscopic hysterectomy). Essure was removed in (B)(6) 2021. At the time of the report, the genital haemorrhage, coagulopathy, anaemia and sepsis outcome was unknown. The reporter considered anaemia, coagulopathy, genital haemorrhage and sepsis to be related to essure. The reporter commented: left-3 coils; right 3 coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2022: reporters information, medical history and lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("severe bleeding") in an adult female patient who had essure inserted (lot no. 627075) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, endometriosis, dysfunctional uterine bleeding, endometrial polyp, parity 5 and multi gravida. Previously administered products included: depo-provera, codeine and medroxyprogesterone. In 2008, the patient had essure inserted. Essure was removed in (B)(6) 2021. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), coagulopathy ("clotting , unable to work several days due to clotting"), anaemia ("anemia") and sepsis ("sepsis"). The patient was treated with surgery (hysterectomy/ endometrial ablation / total laparoscopic hysterectomy) and non-drug therapy (blood transfusion). At the time of the report, the outcomes for these events were unknown. The reporter considered anaemia, coagulopathy, genital haemorrhage and sepsis to be related to essure administration. The reporter commented: left-3 coils; right 3 coils. Lot number: 627075. Manufacture date: 2008-04. Expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.